Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with vertebral compression fracture, right vertebral body transverse process and spinous process fracture and underwent bone graft fusion. During surgery, the screw plug could not be screwed and got slipped. The product came in contact with the patient. No patient complications were reported.